Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a hernia repair with mesh. She had revision surgery 1 month post-surgery. The patient experienced pain, scarring, seroma, drainage, and abscess.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a hernia repair with mesh. She had revision surgery 1 month post-surgery. The patient experienced pain, scarring, seroma, drainage, abscess, severe nausea, intolerance of oral intake, chronic abdominal pain and extensive lysis of adhesions. Relevant tests/laboratory data: (B)(6) 2015 abdominal CT scan showed a large recto rectus sheath fluid collection as well as two fluid collections within the subcutaneous tissues.